Manufacturer narrative:
A general reagent issue can be excluded, as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer performed troubleshooting and exchanged several parts. He confirmed that the tests and the module are performing within specifications. The troubleshooting actions performed by the engineer resolved the issue. The cause of the event could not be determined.

Manufacturer narrative:
The albt2 reagent lot number was 85877301 with an expiration date of 30-nov-2026. The customer mentioned that they had qc issues. The field service engineer found that the water level for the rinse function of the cells and the reagent probes was out of specifications and that there was gel in the sample probe. He adjusted the water level in the cells and on the probes and replaced the sample probe. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant albumin gen.2 (albt2) assay on a cobas c503 analytical unit. Initial result: 80.3 g/l. Repeat result: 33.5 g/l.